Event description:
The user stated there was a broken waste line behind the analyzer that leaked onto the floor and created a small puddle in an area where an operator would need to be for maintenance. No operators were harmed. No pts were affected.

Manufacturer narrative:
The field service rep determined there was a fluidics failure and replaced the waste connector. He performed qc to verify the analyzers operation with results within spec.